Event description:
It was reported that during a routine follow up the patient exhibited high threshold due to the right atrial (ra) lead although it was well positioned on the septal wall of the right ventricle. Surgical intervention was performed to remove the ra lead and replaced with a new lead. No further adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position and stylet in the lead. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported issue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up the patient exhibited high threshold due to the right atrial (ra) lead although it was well positioned on the septal wall of the right ventricle. Surgical intervention was performed to remove the ra lead and replaced with a new lead. No further adverse patient effects were reported.